Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 600 mg/dl at the time of incident in the mornings. Customer reported inconsistent delivery with crack across screen around to battery where reservoir goes in tip of reservoir cracks along with crack on battery cap which does not line up. The devices will not be returned for analysis.